Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that he wanted to know what the hole size for the screw was or the hub that attaches to the axle, due to it is stripped out.